Event description:
The customer reports receiving an error 6 message on her precision xtra blood glucose meter and she states she " blacked out and fell causing her to hit her head". She was then driven to a local hospital,but no diagnosis or treatment is documented. No further information about the medical event is documented. There was no report of death or mistreatment in this case.

Manufacturer narrative:
The customer's device has been investigated and the complaint is not confirmed.